Manufacturer narrative:
An event of positioning problem and improper or incorrect procedure or method was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported positioning problem appears to be related to challenging patient anatomy. The reported improper or incorrect procedure or method was due to user re-sheathed the device more than 2 times. The patient effects of cardiac arrest could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 a 23mm navitor transcatheter aortic valve was selected for implant using a small flexnav delivery system. The patient's native valve was measured with a perimeter of 61mm and a diameter of 16.6mm-21.9mm. The patient had moderate calcification and a tortuous aorta with an aortic angle of 65 degrees. Pre-dilation was done with an 18mm balloon. During the procedure the delivery system was advanced to the implant position. It was noted that the pigtail catheter was not well-positioned, even after several attempts to align it. The pigtail catheter was unable to be positioned in the non-coronary cusp (ncc). Contrast injection was performed to begin releasing the valve, however due to the horizontal angulation of the anatomy, the valve moved up to the aorta at 40% starting implant. The valve was partially re-sheathed and re-deployed, however the valve moved again. The physician attempted to position the pigtail and start the valve release again, but the pigtail was not at the base of the ncc, and the valve remained intra-annular. The valve was re-sheathed again. The patient's heart then stopped and was resuscitated. The decision was made to continue using the same valve and delivery system. The pigtail catheter was replaced, improving positioning and visualization of the implant depth. The valve moved twice more at below 80% starting implant. The valve was successfully re-positioned and was implanted at a depth of 3-4mm from the ncc. The patient status was stable.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.